Event description:
It was reported that the patient underwent a shoulder labral repair procedure on (B)(6) 2014. During the procedure, after implanting the anchor into the bone, the anchor pulled out of the bone on two occasions. Both instances occurred after looping the suture through the anchor. Another hole was drilled and a different anchor was used to complete the procedure, resulting in a thirty-five minute delay.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-08394 / 08395).